Event description:
Pt is on continuous infusion of 5fu via cadd 5.400 pump. The container used in a 100ml cassette. Rptr puts on extension tubing on the cassette. It was this extension tubing that broke (sheared) necessitating a change. No harm to pt.